Event description:
It was reported to philips that a motor assembly error caused position slip in the frontal longitudinal axis on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service suggested mechanical repair and performed recalibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).